Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed. It was initially reported; the lens was discarded. The customer's reported event could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Sex/gender: unknown, not provided. Date of event: unknown, the exact date was not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a multifocal toric intraocular lens (model zxt225, +19.5 diopter) was explanted in a secondary procedure because of the patient was not satisfied with the refractive results. Additional information was received and it was learnt that the incision was enlarged and the lens was replaced with a non-amo lens. The patient is was doing good post exchange. No further information was provided.